Manufacturer narrative:
Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was speaker malfunction at the time of the event. The speaker has been replaced per current process. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping sn (B)(6) indicating speaker malfunction. No adverse event involving a patient or user was reported. It is unknown if the device produced audible sound.